Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure got delayed and the patient has been referred to another sanitorium to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed an x-ray generator error. Upon troubleshooting, fse found that the loose single phase power wire and the point module of the generator was found to be defective. Fse replaced the point module of the generator and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a procedure the system displayed an x-ray generator error. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.